Manufacturer narrative:
On an unreported date in (B)(6) 2017, the patient experienced peritonitis. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis (further described as an abdominal infection). The breach was reported as "break in aseptic when operation" (no further detail was provided). On an unspecified date in the same month as onset, the patient was hospitalized for the peritonitis. On an unreported date, the patient began treatment with unspecified anti-inflammatory drugs, injections (doses, frequencies, and routes were not reported). On an unreported date, in the same month as the receipt of this report, dianeal therapy was discontinued. At the time of this report, the patient was not recovered from the peritonitis event and the patient was on hemodialysis. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.

Manufacturer narrative:
It was reported that the patient¿s hospitalization for the peritonitis was prolonged and at the time of this report, the patient remained hospitalized for treatment (not further specified). Hemodialysis therapy was ongoing and the patient was recovering from the event. Should additional relevant information become available, a supplemental report will be submitted.